Manufacturer narrative:
The stent remains in the pt. The lot number was provided.

Event description:
Device malfunction: none. Symptoms/ae: seizure/hyperperfusion syndrome. Time of symptoms: post procedure. It was reported that approximately 9.5 hrs post a right internal carotid artery stenting procedure, the pt experienced a seizure. The seizure terminated without treatment. Post the seizure, on the same day, the pt went into ventricular tachycardia, was not breathing and had no pulse. Acls was initiated with chest compressions, unspecified medication and intubation; defibrillation was not used. The physician felt the ventricular tachycardia was caused by the stress of the seizure coupled with the patient's pre-existing heart conditions. Immediately after, he experienced neurological deficits consisting of left sided weakness and inability to speak and then became hypotensive and required dopamine for support of his blood pressure. Head CT scans did not confirm any acute abnormalities. The neurologist diagnosed the neurological deficit as hyperperfusion syndrome. The patient's neurological status has significantly improved and he has not experienced any additional seizures or cardiac arrhythmias since initial arrest. The patient's discharge date was not provided. Although requested, there is no additional information available. Protect study event.